Manufacturer narrative:
Manufacturing review: an lot history review cannot be performed as no lot number was provided by the complainant. A manufacturing review can not be performed as the batch / lot number were not provided. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: a sample evaluation could not be performed as the samples were not returned therefore the investigation is inconclusive due to the fact that no sample was returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include guide wire unravels, soft tip bunch, snagging ; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s).

Event description:
It was reported that during dialysis catheter insertion, the guide wire component allegedly split. There was no reported patient injury.